Event description:
It was reported that after implant, before the patient left the cath lab, the device showed gross oversensing on the atrial lead. The patient was re-prepped and re-draped. The physician went back into the pocket, detached the leads and retested the device with the analyzer. No oversensing occurred. Back on the device, oversensing again appeared. According to the physician, the setscrews on both leads felt loose. The device was removed and new device implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies.